Event description:
Registered nurse reported home patient had his transfer set separate from the peritoneal dialysis catheter. Home patient noted cloudy effluent and presented at the emergency room post incident. Home patient rec'd antibiotics in the emergency room (vancomycin 2 gm.) And a culture and sensitivity of the effluent was collected. Home patient was disgnosed with peritonitis and treated with gentamycin 40mg for 3 doses. In addition, the registered nurse did a transfer set change.